Event description:
The customer reported a ventilator that alarmed a safety valve occlusion. This event was reported as having occurred during clinical use. There was no allegation of harm associated with this report.